Manufacturer narrative:
The device was returned to cardiac surgery on (B) (6) 2010 for investigation. A supplemental report will be submitted when the investigation is completed. (B) (4)

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3000 hemopro failed to activate during the pre-cautery test. They switched the cable but it still did not activate. They then switched the vh-3000 and it worked fine. Lastly, they switched the cable back to the first cable they were using, and the vh-3000 still worked fine (therefore the cable was not the problem). The replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.